Event description:
The rotator came off during the procedure. The device was exchanged and the procedure completed with no complications. No harm or injury reported.

Manufacturer narrative:
Device evaluation. The suspect device has not been returned for evaluation / investigation. Lot number of failed device was not known. A follow-up report will be submitted when the device evaluation is completed. Evaluation conclusions: a follow-up report will be submitted when the evaluation is completed.